Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the device was received and analyzed. On (B)(4) 2014, left ventricular (lv) lead impedance measured 1045 ohms, up from a trend of 900-950 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had noise, high threshold, and high impedances. The physician stated they may have damaged the lead during a device replacement procedure. The lv lead had cracks on the outer layer. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.